Event description:
A customer contacted baxter (B)(4) tech services regarding air in tubing (without alarm) on the homechoice (hc) unit, during use. The machine went through priming and was in use when air was seen going into the patient. The patient was connected to the device. The patient line was properly primed before connection. No patient extension lines were used. The patient did not disconnect at any time prior to the alarm. The proper procedures were used. The patient did not reconnect. All bags were properly spiked and connected. There were open clamps on unused supply lines. Nothing unusual was noted about the supplies. The supplies were not damaged. It is unknown how the patient completed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.